Event description:
This spontaneous case was reported by a consumer and describes the occurrence of hypersensitivity ("allergies developed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required) and nightmare ("no end to my essure nightmare"). The patient was treated with surgery. At the time of the report, the hypersensitivity outcome was unknown and the nightmare had not resolved. The reporter considered hypersensitivity and nightmare to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple allergies ('allergies developed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required) and adverse reaction ("no end to my essure nightmare"). The patient was treated with surgery. At the time of the report, the multiple allergies outcome was unknown and the adverse reaction had not resolved. The reporter considered adverse reaction and multiple allergies to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: events tingling and numbness was deleted (from frd: (B)(6) 2018). Primary reporter (consumer) corrected. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a consumer and describes the occurrence of multiple allergies ("allergies developed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required) and adverse reaction ("no end to my essure nightmare"). The patient was treated with surgery. At the time of the report, the multiple allergies outcome was unknown and the adverse reaction had not resolved. The reporter considered adverse reaction and multiple allergies to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of multiple allergies ("allergies developed") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced multiple allergies (seriousness criteria medically significant and intervention required), adverse reaction ("no end to my essure nightmare"), hypoaesthesia ("numbness") and paraesthesia ("tingling"). The patient was treated with surgery. At the time of the report, the multiple allergies, hypoaesthesia and paraesthesia outcome was unknown and the adverse reaction had not resolved. The reporter considered adverse reaction, hypoaesthesia, multiple allergies and paraesthesia to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: reporter added. Added events tingling and numbness. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.